Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that the adc freestyle libre 2 reader was dropped, and therefore the charger port was damaged and the battery drained. Customer was unable to power the reader on to test her glucose and experienced fatigue, seizure, and a loss of consciousness. Customer received unspecified treatment by both a non-healthcare professional and a nurse for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.